Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open abdominal wall repair using the bridge operative approach, the surgeon said the mesh appeared fine, but due to a small bowel fistula, they decided to remove the device to prevent infection. It was noted that the wound was not closed and a wound vacuum-assisted closure was placed over it.